Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing vomiting and bradycardia. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited inappropriate rate decrease and t-wave oversensing. The ICD was reprogrammed and the patient was in stable condition.